Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Health professional reported injecting a patient in the zygomatic area with 3 syringes of juvéderm voluma® xc. The patient experienced a non-device-related ¿viral infection.¿ afterwards, the patient then experienced "pain" and a "nodule¿ at the injection site 3.5 months after the injection. The patient was not treated but the injector did plan on using hyaluronidase. Event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection - ndr" is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the zygomatic area with 3 syringes of juvéderm voluma® xc. The patient experienced a non-device-related ¿viral infection.¿ afterwards, the patient then experienced "pain" and a "nodule¿ at the injection site 3.5 months after the injection. The patient was not treated but the injector did plan on using hyaluronidase. Event is ongoing.